Event description:
It was reported via repair work order that the power cord was damaged due to missing ground pin. It was further reported that the lift had intermittent function due to a damaged power coil cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation also determined the lift had intermittent function due to a damaged power coil cable.

Event description:
It was reported via repair work order that the power cord was damaged due to missing ground pin. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.